Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still intact the device was in good condition with no appearance of any physical damaged. The device history log showed pump motor drive phase b post. The device was tested using the power up process. A pump motor drive phase b post error was found at power up and battery not working error was followed moment later. It was found that the battery not working is the causing of pump motor drive phase b post error ( this alarm can occur if the pump is not plugged into ac power up and the battery nearly depleted). The root cause was normal wear, battery was over 3 years old, (B)(4). The tech replaced battery. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the motor error phase b post. No patient injury reported.